Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 2.1 and 2.2 had failed and would not open. The customer opened the back panel for visual inspection and noted that there were no indicator lights. The machine was shut down, and the data ribbon for auxiliary drawer 2 was unplugged and reconnected; however, the recovery was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary 7 drawer 2.1, 2.2 was failed. A field service engineer (fse) found issue with the auxiliary drawer 2 pyxis module controller board (pmc) and drawer controller board. A field service engineer replaced the drawer controller and pmc board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.